Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a pressure sensor that failed, and automatically zeroed. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. The km also reported that the customer had a third party company repair the device, but was unable to specify what repairs were performed to resolve the issue. The device was returned to normal. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined how the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation